Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisting the customer with this process. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump, with the advice to call back if the issue reoccurred.